Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 640 mg/dl. The customer stated that he also had chest pain at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.